Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator would not analyze the heart rhythm of a patient in cardiac arrest. The patient underwent placement of a central venous catheter during which the patient became extremely unwell, very cold, clammy, sweaty, and experienced an event of cardiac arrest. During the arrest, cardiopulmonary resuscitation efforts were initiated, and the heartstart xl+ was connected to the patient via defibrillator pads in AED mode. Post CPR efforts, the patient experienced a return of spontaneous circulation (rosc) and normal sinus rhythm. The device was evaluated by the customer with assistance from a philips remote service engineer and the reported symptom could not be duplicated. The customer provided ECG rhythm strips, case event files, and a picture for review. A philips clinician and a philips product support engineer reviewed the ECG rhythm strips and case event files, which showed the patient had a heart rhythm of ventricular tachycardia. Artifacts were seen, which artifacts were consistent with chest compressions being administered. At the end of the event, the patient had normal sinus rhythm. There were multiple ¿pads on¿, ¿pads off¿, ¿pads marginal¿, and ¿cannot analyze¿ messages generated; in addition, there were ¿no-shock-advised¿ messages. No shocks were attempted and no shocks were delivered. Review of the photograph of the device display showed the device was on at 20:09 on 14jul2019, pads were selected as the ECG leads source, heart rate was 95 beats per minute (bpm), heart rhythm was consistent with a normal sinus rhythm, the device was set to the adult setting, zero shocks were delivered, and a ¿therapy disabled: run op check¿ message was displayed. No parts were replaced. The device was placed back into use by the customer. Philips was unable to determine the cause of the defibrillator not providing an analysis in AED mode as it could not be reproduced. Philips determined the device performed to specification.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was evaluated by the customer with assistance from a philips remote service engineer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor/defibrillator would not analyze the heart rhythm of a patient in cardiac arrest. Further details are not available at the time of initial report. Additional information has been requested.